Event description:
Account reported that on (B)(6) 2016 @ 20:24:04 the following patient incident occurred: as per the respiratory therapist, the ventilator was in p-simv mode with a set rate of 30 and noticed the ventilator was delivering a rate of 80. The ventilator was removed from service. An internal report was filed with the facilities risk management department. The logs are attached along with a screenshot of when the incident occurred.